Event description:
It was reported that a malfunction alarm occurred resulting in a high blood glucose (bg) level. The customer administered a correction injection to correct the high bg and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.